Event description:
Device malfunction: difficult to remove, device breakage. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified interventional procedure and after post-dilatation, the rx viatrac balloon system was removed from the anatomy but was still loaded on the guidewire. Reportedly, the catheter became stuck proximally on the wire, outside the anatomy. A note was received with the returned device stating "after using balloon, balloon was taken over wire back out of body. After out of body unable to get balloon off wire. Pulled and catheter part and balloon part separated. Then pulled balloon part of wire; wire remained in pt, wire cut by physician and used for case." There was no adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: the guide wire was not returned. The returned rx viatrac plus balloon was loosely folded and the catheter was separated into two pieces. The point of separation was distal of the guide wire exit notch. The balloon had not separated. The fractured surface at the point of separation had jagged edges and the material on both the distal and proximal sides of separation were necked and stretched. There were three bends and bunching/accordioning in the proximal detached shaft distal to the nose piece. The support mandrel was exposed at the distal end of the proximal detached shaft. The distal end of the support mandrel was twisted in a corkscrew fashion and exposed at the distal end of the proximal detached shaft. The jagged edges of the catheter are the result of mechanical damage. Stretched and necked material suggest a tensile overload. The inner member (guide wire lumen) the bunching/accordion shape, and stretching confirms that the catheter was stuck onto the guide wire. The catheter bends most likely resulted from the attempt to remove the stuck catheter from the guide wire. The tip of the catheter's inside diameter was within specification. The remainder of the guide wire lumen (proximal to the tip) was damaged and the inside diameter of the lumen could not be measured. A root cause could not be determined; however, this does not appear to be a mfg issue. During production all catheters are 100% inspected for guide wire movement and a sample is destructively tested. A review of the device history record for this lot did not reveal any findings relevant to this investigation.